Event description:
Customer stated, "pad sparked anf shot out flames." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the customer was twisting/wrapping the cord during use. This led to weakening of the cord and caused the burn the investigator found. This burn was likely the source of the sparks and flame the customer described.